Manufacturer narrative:
The insulin pump was received with missing segments, due to bleeding lcd glass. The device was also received with a cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked display window, and a stained end cap sticker. (B)(4).

Event description:
The customer called and reported the insulin pump fell off her leg while she was in the bathroom and the top half of the screen was no longer working correctly. There were missing pizels. Customer's blood glucose was not known.